Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results, within the risk stratification of the assay, were generated on the access 2 immunoassay system for three emergency room patients over two days. Actual patient data was not provided by the customer this report represents the erroneous elevated accutni result generated for one patient on (B)(6) 2012 the initial elevated accutni result was reported outside of the laboratory and the patient was admitted to the hospital as an inpatient based upon the erroneous accutni result. Upon repeat testing on an alternate instrument, the repeat accutni result was lower, within the normal reference range of the assay, and regarded as valid. A corrected report was issued. The samples were collected in plasma tubes with gel separators, were centrifuged at room temperature prior to testing, and were fresh samples when tested. The samples were tested from primary tubes. Instrument/assay quality control results were within customer established specifications prior to the event. The customer noted on-going system check issues due to elevated outliers in the washed portion of the assessment. This had been causing elevated percent coefficients of variation. Upon repeating the routine system check the issue would resolve itself. The customer had unsuccessfully attempted to resolve the issue by utilizing a different set of aspirate probes. The accutni reagent lot associated with this event was 122054. The customer did not provide specific patient information or actual instrument assay performance data.

Manufacturer narrative:
Service was dispatched to the site. The field service engineer replaced both the aspirate probes and the peri-pump tubing. Additional troubleshooting steps were taken by the engineer at the time of the service visit. Ultimately, the executed system check passed well within instrument specifications. An assay quality control assessment was also performed which passed within the customer's established specifications. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. In conclusion, the cause for this event is unknown and has not been determined to date with the data provided. Mdrs associated with this event: 2122870-2012-01447, 2122870-2012-01448, 2122870-2012-01449.